Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding their external device. The patient reported their bolus is running super slow again. The patient stated last time they had this issue they called in and were told how to clear the cache. While attempting to troubleshoot, the patient stated the screen was too dark, and the agent assisted how to get to display and adjust brightness. The patient then had to end the call and said they would call back. A day later, the patient called for assistance clearing data again. The agent assisted and the patient was able to successfully clear the data.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) , bupivacaine , and fentanyl via an implantable pump for spinal pain indications for use. It was reported that 'ever since they put the pump in, it took so long for it to connect to the pump and dispense the medication.' The patient stated that 'connecting to pump 90%' is the screen that the handset always gets stuck on when trying to connect to the pump. The patient stated it takes 'so long' to connect to the pump, later stated it takes up to 5 minutes to connect. The patient stated that when ¿you're in severe pain, you start screaming at the equipment and threatening to throw the equipment at the wall.¿ the patient stated that their husband told them to restart the equipment to try to resolve but did not specify whether they have tried that or not, and if so, if that has helped them or not. While on the call, the patient stated that they started connecting to the pump to request a bolus on their own as soon as the agent answered and upon completion of the bolus, the patient stated that it took 5 minutes. The agent assisted the patient in clearing data. The patient will call back for assistance as needed.